Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4000 hemopro 2 unit would not activate. The cords were switched with no success. A second unit was opened up, but still would not activate. A vv6 unit was used to complete the procedure. The hospital did not report any patient effects. The products are not returning. The hospital did not perform the pre-test. The power supply setting was on 3. The cable had been used before but they do not know how many times. The tm will be going to the hospital to see if there any problems with the power supply and cords.